Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, was instructed to place malfunctioning pump in storage mode and return it within 10 days, and was informed that pump settings and cgm connection would need to be programmed in replacement pump, which was arranged under warranty.